Manufacturer narrative:
This report is being supplemented to provide additional information based on the physical evaluation results. The suspect device was returned to olympus and a visual inspection was conducted. The biopsy channel was inspected first with the olympus boroscope and no signs of foreign objects, substance, stains, discoloration, and residue were observed inside the whole channel. The insertion tube, bending section cover, bending section cover glue or cement, distal end cover, objective lens, and light lens were also inspected and no signs of foreign substance, stains, discoloration, and residue were noted on those areas. The scope passed the air and water leak test. Additional findings included scratches on the light guide lens, bending section cover glue, and distal end cover, as well as peeling glue around the objective lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for evaluation and no further information was provided by the customer, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in the following section: ¿cysto-nephro videoscope olympus (cyf-vh) - olympus (cyf-vhr) reprocessing manual.¿ this supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(4). Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. The importer report has been submitted under medwatch (B)(4)..

Event description:
A customer reported to olympus that there were several patients who were infected after scoping with a cysto-nephro videoscope. One patient was reported to have been admitted. Additional information has been requested regarding this event. This event is reported under the following patient identifiers: (B)(6)- this is for the several unspecified number of patients who were infected. (B)(6)- this is for the one patient who was admitted. This medwatch report is for patient identifier (B)(6).